Event description:
The IV pharmacist discovered what appears to be a human hair inside the "sterile" packaging of the valve assembly. The unacceptable product was forwarded to the IV clinical manager who filed an FDA medwatch report the following day.